Event description:
A pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt was initially seen by her family practitioner in 06 who prescribed garamycin and neosporin. An isolate of the corneal ulcer was obtained which was positive for fusarium. The pt was subsequently prescribed topical vorixonazole, fungizone, intravenous voriconazole and was hospitalized 2 days later. As of 3 weeks, the pt was still undergoing treatment and may require a corneal graft (central ulcer) in the future.